Event description:
The operator of a dimension exl with lm instrument reported that a sample was read by the barcode reader incorrectly. Sample (B)(6) was printed twice on the report with different results but the second set of results belonged to a different patient (sample ID (B)(6)). Additionally, the laboratory information system (lis) held the results for sample (B)(6) and did not report them. The customer did not report the initial results for sample ID (B)(6). Sample (B)(6) was repeated on an alternate dimension exl instrument, resulting as expected. The repeat results for sample (B)(6) from the alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect assignment of the sample identification number.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they obtained a barcode error and that the barcode was reading the patient sample incorrectly. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the customer was using non-standard barcode labels. The cause of the incorrect assignment of the sample identification number was related to off-label use. The instrument is performing according to specifications. No further evaluation of the device is required.